Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03245. It was reported that the patient was not receiving effective therapy. The patient was programmed several times without success. It was confirmed via x-ray that the leads had migrated. Surgical intervention may occur later to address the issue.